Event description:
A malfunction was reported by the customer. There was no reported adverse impact on the customer¿s blood glucose level. The customer received guidance from technical support on resetting the pump, which resolved the issue, and they were advised to continue using the pump and to call back if the malfunction reoccurs. The caller acknowledged and understood the instructions.